Event description:
Healthcare professional reported unilateral right side rupture. The device has been replaced.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: unilateral right side rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on (B)(6) 2022. With lot number 1252903. Visual analysis of the returned device identified. Underweight, an opening on radius, wear abrasion, and crease fold. A microscopic analysis was performed which identified, a crease sharp opening on radius and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "unilateral right side rupture". The device has been replaced.